Manufacturer narrative:
The reported events of device found in backup mode and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at blow end-of-service level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on(B)(6) 2023. Review of transmissions revealed that the pacemaker was in backup vvi mode. Further examination on 11 apr 2023 revealed that the pacemaker could not be interrogated. The patient was brought to the clinic on (B)(6)2023 where the pacemaker was explanted and replaced. The patient was in stable condition throughout.